Manufacturer narrative:
(B)(4). Additional information received from the sales rep: "I spoke to the surgeon and the patient recovered fine. The report I got from the or made the problem sound way worse than what actually happened. How did the surgeon repair the duct? There was just enough room to use a second device and clip the duct. How long was the patient's hospital stay extended? 0 days. They stayed longer than a typical lap chole, but it had nothing to do w/ our product and had to do with other things going on with the patient. What is the patient's current status? Completely fine. Patient's sex, age, and weight? Female.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the clip applier and could not remove it from the cystic duct. He tore the cystic duct during the removal. It is unknown how the procedure was completed or what method was required for the tissue repair at that time. The patient was kept in the hospital for testing to insure there are no leaks prior to release.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The information was given to the rep by a third party and limited information was available at this time. The rep is attempting to gather further details. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.